Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer; however x-ray review indicated extensive osteolysis with superior and medial position of the acetabular cup. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: part # unk/ unknown liner/ lot #unk, part # unk/ unknown head/ lot # unk, part #unk / unknown stem/ lot # unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for revision due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.